Event description:
This lead was exhibited noise and intermittent oversensing. After the patient received a shock, the shock impedance was greater than 150 ohms. Should more information become available, this file will be updated.